Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed "). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, weight increased, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and benign neoplasm ("cancer nos/pain, tumor/teratoma/cancer- type: non cancerous") in a 25-year-old female patient who had essure (batch no. 626980) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, ovarian cyst, fever, chills and general body pain. Concurrent conditions included body mass index normal, uti, post-traumatic stress disorder, irregular periods, genital haemorrhage, nausea, weakness, general body pain and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), 1 month 7 days after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2008, the patient experienced dermatitis allergic ("allergic dermatitis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), anxiety ("anxious"), depression ("depressed"), rash ("rashes or skin conditions"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("stomach pain"), headache ("headaches") and back pain ("back pain") and was found to have benign neoplasm (seriousness criterion medically significant), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy (full) with bilateral salpingectomy with removal of devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage and back pain had resolved and the benign neoplasm, allergy to metals, weight increased, anxiety, depression, female sexual dysfunction, rash, pelvic pain, weight decreased, abdominal pain lower, abdominal pain upper, headache and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, back pain, benign neoplasm, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, pelvic pain, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion and proper placement; on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, dysmenorrhoea, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received. Event dermatitis added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and benign neoplasm ("cancer nos/pain, tumor/teratoma/cancer- type: non cancerous") in a 25-year-old female patient who had essure (batch no: 626980) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysuria, ovarian cyst, fever, chills and general body pain. Concurrent conditions included body mass index normal, uti, post-traumatic stress disorder, irregular periods, genital haemorrhage, nausea, weakness, general body pain and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 7 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), benign neoplasm (seriousness criterion medically significant), allergy to metals ("nickel allergy"), weight increased ("weight gain"), anxiety ("anxious"), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), weight decreased ("weight loss"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("stomach pain"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic hysterectomy (full) with bilateral salpingectomy with removal of devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage and back pain had resolved and the benign neoplasm, allergy to metals, weight increased, anxiety, depression, female sexual dysfunction, rash, pelvic pain, weight decreased, abdominal pain lower, abdominal pain upper and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, back pain, benign neoplasm, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, pelvic pain, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion; on an unknown date: full occlusion and proper placement. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, dysmenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and benign neoplasm ("cancer nos/pain, tumor/teratoma/cancer- type: non cancerous") in a 25-year-old female patient who had essure (batch no. 626980, 626980) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysuria, ovarian cyst, fever, chills and general body pain. Concurrent conditions included body mass index normal, uti, post-traumatic stress disorder, irregular periods, genital haemorrhage, nausea, weakness, general body pain and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 7 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), benign neoplasm (seriousness criterion medically significant), allergy to metals ("nickel allergy"), weight increased ("weight gain"), anxiety ("anxious"), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), weight decreased ("weight loss"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("stomach pain"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic hysterectomy (full) with bilateral salpingectomy with removal of devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage and back pain had resolved and the benign neoplasm, allergy to metals, weight increased, anxiety, depression, female sexual dysfunction, rash, pelvic pain, weight decreased, abdominal pain lower, abdominal pain upper and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, back pain, benign neoplasm, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, pelvic pain, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) -2008: total bilateral occlusion; on an unknown date: full occlusion and proper placement. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, dysmenorrhoea, menorrhagia, most recent follow-up information incorporated above includes: on 9-oct-2018: pfs and mr received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), rashes or skin conditions, pain, tumor/teratoma/cancer- type: non cancerous, weight loss, lower abdominal pain, stomach pain, headaches, back pain. Outcome of event dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia update from unknown to recovered / resolved. Onset date of event dysmenorrhoea, menorrhagia, dyspareunia were update. Date of insertion is update from 01-nov-2008 to 28-jul-2008. Concomitant disease, historical condition, plaintiff¿s name were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.